Event description:
Unknown error code with generator during surgery.

Event description:
Multiple error codes with generator during surgery. Generator and device swapped out for alternative medical device. No patient impact or injury.

Manufacturer narrative:
(B)(4) method: mfg requested further details on products so they may be returned for evaluation but no response from facility. Results: mfg requested further details on products so they may be returned for evaluation but no response from facility. Conclusion: mfg requested further details on products so they may be returned for evaluation but no response from facility. Product event: (B)(4).

Manufacturer narrative:
Product event #(B)(4). Evaluation process: unit received in fair condition with minor surface imperfections. Internal visual inspection revealed nothing moving or broken in unit. Unit booted into f5 faults (power supply voltage too low) on every attempt to start unit. Arcing noise was heard coming from dc pcba before each fault. Troubleshooting found that dc pcba component q1 failed in the shorted condition, which prevented generator of 340v. Replacement of q1 restored 340v. Unit still exhibited issues, which were traced to failure of u15 and u17 which were both found to be hot to the touch (they generate +3.3vdd, the analog reference voltage for the dsp, which is used to measure the power supply voltage.) Replacement of u4, u15 and u17 allowed the unit to deliver rf energy correctly into fixed resistors. (Dc pcba components q4, u1, u6, u7, u14 <(><<)>(> <(>&<)><(><<)>)> u18 removed and replaced as part of troubleshooting.) The error log revealed that the unit was powered up on 17 unique days while in the field. Error log contains 3 e3s (patient return electrode has poor connection,) 5 e9s (monopolar output activated without patient return electrode connected,) 13 e11s (patient return electrode disconnected,) 1 f2 (self-test fault,) 3 f5s (during use,) and 36 f8s (power supply voltage is too low.) All error log entries except the f5 and f8 faults are considered ¿normal use¿ errors and are not indicative of problems with the unit. An f5 fault during use has been found to occur if the shielding on the cables between the dc board and the rf controller board is insufficient. The cables will be replaced. The error log shows that the f8 faults were a sporadic problem at first (scattered through the error log,) apparently due to gradual failure of u15 and u17. When q1 failed, the f8 faults appeared every time that the unit was keyed. ***subsequent testing revealed that the above repairs did not return dc pcba to full operation condition. Dc pcba will be replaced. Root cause: the generator cannot produce a ¿too much voltage¿ error message, so it is probable that the reason for return is the repeated f8 faults (power supply voltage too low) in the error log. This was traced to failure of components u4, u15, u17 and q1 on the dc power supply. Additional testing however revealed that there are additional problems with the board. The cause of the component failures could not be determined. The components undergo vigorous stress testing during the active burn-in phase of manufacture in an attempt to force weak components to fail prior to system shipment. Perform repairs and testing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.